Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a velaglucerase infusion was programmed under guardrails setting however infused with in 30 minutes. The intended programming parameters were not provided. There was no report of patient harm.

Event description:
The customer reported that a primary infusion of velaglucerase (128ml) was programmed under guardrails setting at a rate of 118 ml/hr. For 1 hr. 5 mins. However infused with in 40 minutes. There was no report of patient harm.